Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered a non-recoverable 319 error pointing to the sdch. The system was powered off prior to calling without resolving the error. The customer performed hard power cycle after shutting the system down again however, the system continued to fault with the same error shortly after startup. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) and the surgeon side console (ssc) viewer to solve the reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in lighthouse, errors 17 and 319 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ssc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected with localhost: 8050, all values were within expectation. Then, ten power cycles were performed, the ccc left in the golden system to idle for 1 hour with no issues found. The ssc viewer was inspected and performed a visual inspection and found no problem related to reported issue. Checked and verified error 319 in lighthouse/aperture then installed on an internal equipment, fixture or tool (eft) system and was unable to replicate reported issue. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. For the ccc and ssc viewer, the probable root cause cannot be determined based on failure analysis results. The system was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.